Event description:
The customer contacted physio-control to report that their device will not turn on automatically upon opening the lid, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was the lid switch. The device was destructively tested.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio will provide the customer with a warranty replacement device.

Event description:
The customer contacted physio-control to report that their device will not turn on automatically upon opening the lid, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.